Event description:
The pt's husband reported that the pt is experiencing night sweats, low grade fever for about 2.5 months due to "withdrawals". The pt's husband also reported that several complications have occurred since implant, including "nicked" catheter and catheter dislodgement diagnosed by fluoroscopy. At the time that the catheter dislodgement was noted, the hcp refilled the pump and turned the rate down. The pt's husband reported that the pump was recently filled with saline. The hcp reported to the manufacturer's representative that the symptoms are not related to therapy.